Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic assembly. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was damaged, did not work and did not react after water entered through a crack. Troubleshooting was unable to resolve the issue as the issue recurred during normal use. Customer was advised to monitor insulin pump and that a replacement battery cap would be sent out.